Event description:
"Reads battery depleted after being charged". The event was reported to have occurred after being charged". The event was reported to have occurred biomed testing. The hospital representaive stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.